Manufacturer narrative:
Device was not returned to resolve surgical for inspection.batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Depuy sythes reported that "it was reported that on an unknown date, the screws were broken. It was unknown if there was any patient consequences/outcome.".